Event description:
Reporter indicated a vns programming wand was not performing as intended and would not interrogate vns generators. The suspect wand was returned for analysis. The analysis identified that the serial data cable, which produced communication errors, had intermittent conductors at the handle location. A known good bench serial data cable was substituted and all communications errors cleared.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.